Manufacturer narrative:
Visual inspection of the device confirmed the reported breakage. The anchor has broken at the suture slot. After the evaluation a definitive root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure the anchor broke when the healthcare professional inserted it. Healthcare professional indicated that they did not push hard. The device broke in the patient. The device was removed from the patient. A backup device was used to complete the procedure. There were no reported patient injuries. No other complications were noted.